Event description:
It was reported to philips that the equipment does not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely with the customer and confirmed the reported problem. The rse suggested forced restart and reinstalling the flexvision pc os+application. A philips field service engineer (fse) went onsite and performed diagnostic tests, reinstalled application software in the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.